Manufacturer narrative:
(B)(4). One empty opened overwrap packet of product code 3215t, lot ak9207 was returned for analysis. As not suture was received for evaluation, we are unable to investigate further to the issue of ¿the thread diameter (3-0) is thinner than the determined on the package (2-0)".

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture diameter (3-0) is thinner that the determined diameter on the package (2-0). There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.